Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6)2014. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).